Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). The test strip lot manufacturer¿s expiration date is 07/26/2023 and test strips were opened one week prior to call. The product is not stored according to specification (kitchen). The customer did have another vial of unopened test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer fasting and produced test result of 225 mg/dl using true metrix air meter. The customer was concerned with the result obtained and stated it was high. Customer was also concerned with high blood glucose test results from meter memory of 154, 164 and 141 mg/dl. The customer¿s expected am fasting blood glucose test result is 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 01-jun-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned meter: e-2, e-0. No defect found on returned test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-003: other root cause: there was not enough information to determine the root cause.